Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 650 mg/dl with a high ketone level and dehydration. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2019. Bg was treated with intravenous insulin and fluids. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. System check with tandem technical support (cts) verified that the pump and related supplies were functioning as intended. Additionally, cts reviewed pump data and did not find any events that suspended insulin delivery. Customer acknowledged.